Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2025; product type: lead. Product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2025; product type: lead. H3: analysis of the ins ((B)(6)) revealed that the device passed functional testing; however a lead or lead parts were observed inside the ins connector port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the cause of the shocking was unknown. Patient is scheduled for a lead revision on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports that the patient had lost 50-75 pounds between getting implanted in 2023 and the revision in 2025.

Manufacturer narrative:
B3 date is approximate. Month and year of event are confirmed to be correct. See b5 for applicable date range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt reports having a fall 2-3 wks ago wherein pt fell forward down a flight of stairs. A few days later, the pt began having a constant shocking sensation in their stimulation coverage area, that being their low back and legs. Pt describes it as a "taser-like" sensation. This sensation goes away when pt turns stimulation off but then pt has a return of her pain symptoms. Impedances are normal range today (around 1000 ohms) and palpation at pocket doesn't change impedances. Reprogramming hasn't addressed the shocking, nor has trying sub-threshold programming. Pt does say they can feel their stim as well when turned on and feels more coverage now in the right leg now. Technical services reviewed doing imaging of system which is being planned and they will have to discuss if pt can use their stim or not going forward.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported a lead revision was performed on (B)(6) 2025. The hcps original plan was to replace the two percutaneous leads with a paddle lead. However, the patient requested both the leads and battery be replaced to avoid any shock sensation if only the leads were replacement. The hcp replaced both the leads and battery. After the replacement surgery, all impedances were normal and patient reported excellent pain coverage with great stimulation from the back down to feet, covering both the left and right sides effectively. On 2025-jan-23 the rep reported the devices were being returned and provided tracking information. The return paperwork noted impedances and shocking.